Event description:
Complaint received alleging "patient instructed to use device for 3 days, then as instructed, patient unwrapped knee, removed the gauze surgical dressing and found that the skin over her right knee had turned black." Pt later required surgery to remove dead tissue, and subsequent reconstructive surgery.